Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the white foreign material detected is likely due to some factor related to the reprocessing. However, a definitive root cause could not be established. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif-ez1500 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the gastrointestinal videoscope exhibited foreign material from nozzle. There was no patient involvement in this event.